Event description:
It was reported that the pump continues running and does not respond properly. There was no harm for patient, operator or third party reported. This was noticed before the surgery. No further information received. 12-dec-2022 update dw further information were provided that the the customer experienced issues handling issues with the device during an arthroscopic surgery. No further information were provided what specific issues have occurred. There was no harm for patient, operator or third party reported and the surgery was finished successfully with the same device anyway but took longer then initially expected.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.